Event description:
During the process of deploying the stent, the blue lever did not retract completely, it stopped after the pre-release step. The stent deployed successfully and there was no patient impact.

Manufacturer narrative:
Device analysis and investigation is in-process.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis and internal lot record review. The root cause for this non-deployed stent is the lever plastic "cut off gate" on the handle was not removed during production FDA code 23 manufacturing deficiency problems traced to manufacturing process.

Event description:
During the process of deploying the stent, the blue lever did not retract completely, it stopped after the pre-release step. The stent deployed successfully and there was no patient impact.